Event description:
It was reported that an ilet pump's touchscreen became unresponsive, with a crack noted on the display after a prior drop, while the device continued to show readings and appeared to deliver insulin. Symptoms included no injury. Outcomes included use of a replacement device being arranged and continued cgm monitoring via app or receiver.

Manufacturer narrative:
Investigation included customer interview, device history review, and remote troubleshooting. Investigation of this case revealed physical damage to the display consistent with user drop, resulting in an inoperable touchscreen while the device otherwise functioned. It was concluded that the event was due to mechanical damage to the screen, and replacement was provided with instructions for shutdown, data sync to the mobile app, and device return.